Event description:
Lens went into the vitreous upon inserting. Lens was removed and an anterior vitrectomy was performed. The doctor reports that the cause of the event is unknown. Pt's best-corrected visual acuity is 20/25. It is unknown why the lens went into the vitreous.